Manufacturer narrative:
T:slim x2 user guide states "the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin. Novolog has been tested up to 72 hours of use as labeled. Humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level in the 400's mg/dl. The customer stated they had accidentally fell and the site may have been pulled and bent. The customer had changed all supplies therefore no troubleshooting was able to be performed with tandem technical support. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.